Event description:
It was reported that the 2800 system shut down during a case. The 2800 system would not reboot. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.